Manufacturer narrative:
Zimmer biomet (B)(4). Device lot number not provided/unknown. No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. Device not returned.

Event description:
It was reported that a bellatek healing abutment did not fully seat onto the implant. A marginal gap was left that allowed for overgrowth of tissue and an infection. The healing abutment was removed and replaced. The implant remains in the patient's mouth.